Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical conclusion: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patients peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patients peritonitis cannot be firmly established. However, it was reported the patient developed peritonitis while hospitalized for pancreatitis. Pancreatitis is a known risk factor for secondary peritonitis which may have been a source of infection in this case.

Event description:
A patient on peritoneal dialysis (pd) reported that they are using an antibiotic. Additional follow-up was conducted with two pd nurses familiar with the patient. It was initially stated that the patient was hospitalized on (B)(6) 2021 for pancreatitis (characterized by abdominal pain) which is not related to pd therapy. Reportedly, while hospitalized, the patient was receiving pd treatments with a hospital cycler (details and product unknown) and developed peritonitis. The nurse reported the patient did not any issues with fresenius device, or product in relation to the peritonitis event. The nurse stated the cause of peritonitis is unknown. However, the nurse indicated it was acquired while hospitalized for pancreatitis. Pd culture results are not available and no further details about events surrounding the peritonitis are known. Subsequently, on an unknown date, the patient was discharged continuing pd therapy and antibiotic treatment with cefazolin intra-peritoneal (ip) until (B)(6) 2021. The nurse stated the patient is recovering from the event.